Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic original meter. The patient's blood glucose results were 35 mg/dl, 41mg/dl, 208mg/dl. Tests were done within 10 minutes with a difference of 102mg/dl. Patient did not experience any adverse events. No further infomation has been reported.